Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, the device was removed and replaced. No additional patient complications were reported.